Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step. Tandem technical supported educated the customer to perform the air removal per the tandem user guide. Customer resumed insulin delivery on the pump. There was no reported adverse impact to the customer.